Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose and insulin pump had received motor error as well as motor position encoder error. Customer¿s blood glucose was 30 mg/dl at the time of incident. Customer also stated that the other blood glucose level was 221 mg/dl. The drive support cap appears normal. The customer did not provide details regarding symptoms of their low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error alarm, motor error alarms due to unresponsive button. Motor passed motor test.